Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope exhibited white foreign material inside the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Corrected field: d9. Based on the results of the investigation, the foreign material could not be identified. It is unknown whether the reprocessing of the foreign material residue points deviated from the instruction manual. There was no physical damage to the foreign material detection points. The definitive root causes cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The detection method is described in chapter 3 preparation and inspection of the gif/cf/pcf-290 series operation manual and prevention measures are described in the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.